Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the reported device has some claw marks and spotty marks inside. There was a delay of 2 min. A replacement was available.

Manufacturer narrative:
An event regarding superficial damages involving a femoral head was reported. The event was confirmed. A device history review indicated all devices accepted into finished goods with no reported discrepancies. A complaint history review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined. The indications on the articulating surface were consistent with contact against hard objects. The surface scratches within the taper are consistent with the potential placement of the femoral head on a mating trunnion; however, it could not be determined when any of these damages occurred. According to the inspection guide sheet for the reported lot 100% of the devices are visually inspected. If the damage occurred during the manufacturing process, the device would not have been released into finished goods.

Event description:
It was reported that the reported device has some claw marks and spotty marks inside. There was a delay of 2 min. A replacement was available.